Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the customer performed the load fill tubing sequence while connected to the site. It was also reported that an occlusion alarm occurred and that the insulin gauge was intermittently inaccurate. Reportedly, the customer had used humalog insulin for 6 days in the pump supplies, as well as intermittently using off label insulin within the pump supplies. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.